Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging an allergic reaction to the nickel manufactured into the onetouch delica lancets. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2010 and obtained the following information. The alleged issue began about a month ago prior to contacting lfs. The mss was advised the patient does not take medication to manage her diabetes and continued to follow her usual management routine. The patient stated she only recently started testing her blood glucose. Immediately after using the lancets with the combination of alcohol swabs, the patient claimed she developed dime sized welts and peeling skin near the ring fingers on both hands. The patient stated she has an allergy to both nickel and alcohol. The patient was advised by her physician to use a hand lotion that contains vitamin d to treat the allergic reaction. Although the patient had immediately stopped using the lancets, the patient claimed the welts and peeling skin have not yet subsided nor have they improved in appearance. The patient claims she has an upcoming appointment with her dermatologist to find out if there may be other causes to her allergic reaction. This complaint is being reported because the patient alleged an allergic reaction after using a lfs product. The patient has continued to follow the advice of her health care professional to relieve the allergic reaction.